Event description:
It was reported that this pacemaker exhibited functional undersensing on the right ventricular (rv) channel, which resulted in overpacing. Boston scientific technical services (ts) suggested bringing in the patient for further evaluation and recommended programming options. The device remains in use. No adverse patient effects were reported.